Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the impella was inserted physician elected to not proceed with left anterior descending artery (lad) intervention. Impella slowly weaned down from auto to p0 in step-wise fashion and explanted. Peel away sheath removed and preclosure x1 deployed. Bleeding still noted in access site - angioseal attempted and unsuccessful. Pulses not found on right foot and vascular consulted. Vascular quickly completed cutdown and distal perfusion immediately restored. Patient is stable post explant.

Manufacturer narrative:
D4: the UDI and sn for the device is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Correction h6 the investigation of the reported failure mode has been completed. The product was not received for investigation. Access site adverse events it was stated that peel-away sheath was removed and the perclose was deployed but there was still bleeding at the access site. Due to a lack of clinical details provided, it cannot be determined the root cause of the access site adverse events. Ischemia/vascular dissection the root cause of the patient injury cannot be determined due to insufficient clinical details provided. Device history review the identified qty=1 unit for seal delamination condition was found to be nonconforming to article specification requirements and dispositioned. The identified qty=1 unit sent for dilator position condition was also found to be nonconforming to article specification requirements and dispositioned.